Manufacturer narrative:
A company representative provided an in-service to the staff in reference to turning off the vitrectomy setup tutorial, as it can inhibit the fluidics module's communication with the fluidics cassette, and that continuous irrigation should not be enabled during vitrectomy. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause has been attributed to a software related issue. (B)(4).

Event description:
This report, manufacturer report # 2028159-2011-01171, is for the second system used during a completed anterior vitrectomy case. The events surrounding the use of the first system are reported under manufacturer report # 2028159-2011-01172. A nurse reported that this system was brought in to complete an anterior vitrectomy, however, there was no irrigation or aspiration. The surgeon ended the procedure by manually cutting the vitreous strand. Additional information received indicates that when the pt left the operating room the day of the surgery, the lens was in place. At the one day post-op visit, the lens had dropped. The surgeon felt is was due to the deepening of the chamber and the flattening of the lens. The pt is scheduled for a posterior vitrectomy. Additional information has been requested.